Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot reviews were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU): other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. "The patient was seen in the emergency department at another hospital soon after the procedure and diagnosed with sepsis [exact date unknown]. Her blood cultures were positive group b streptococcus. She received intravenous antibiotics and had a PICC line placed in order to continue a 6-week course of therapy to prevent hematogenous bacterial graft seeding. She is currently stable and doing well".